Event description:
Caller reported that a malfunction occurred on the pump with a malfunction code malf 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support assisted the caller with resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was informed of the steps needed to receive the replacement pump and instructed to return the faulty pump using a pre-paid label. The caller was also advised on using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.